Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control (qc), dimensional verification, drawings, and visual inspection / functional testing of the returned device was conducted during the investigation. No issues were found related to the reported complaint. The catheter was returned for evaluation in a cut condition. The tubing had been cut approximately 4mm from the distal end of the cap. The cap had grasping marks consistent with something like hemostats. The catheter tubing was tugged upon and twisted with no movement in the joint. The catheter tubing was then clamped off and the proximal assembly was pressurized to 8.1psi (55.8 kpa) for 120 seconds without any drops of water forming or falling. Therefore, the proximal assembly passed the qc and validation requirements outlined above. The failure mode could not be recreated. The manufacturing documents in place at the time of manufacture were reviewed and it was found that the device aspect in question was visually inspected by quality control and no notable gaps in production or processing controls were identified. The risk specification for this product includes the failure mode of leakage and identifies that multiple risk controls are in place to mitigate the risk of this type of failure. The device history record for lot number 7867478 was reviewed. No related non-conformances were identified. A search of our complaint records indicates that this is the only complaint on the lot number at the time of investigation. There is no evidence to suggest that this device was made out of specification. It is possible that the customer pressurized the catheter higher than anticipated. The customer drew arrows on the mac-loc pointing to where the leak was observed. The catheter never made patient contact, so it is unlikely that blood or other biomatter sealed the joint. However, it is possible that whatever fluid was used to flush the device that was observed to be leaking may have sealed the leak when it dried. There were grasping marks on the cap consistent with clamping with something like a hemostat. It is possible that the customer attempted to tighten the joint after the leak was observed. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that, prior to use, a leakage was detected between the hub and the catheter. The device did not contact he patient; accordingly, no adverse events were reported as a result of the incident. No further complications were reported.